Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection issues occurred. Data was evaluated and the allegation was confirmed as a loss of connection for over one hour. The probable cause was determined to be the mobile device lost power. The reported event of connection issues is reportable based on the finding of a loss of connection for over one hour. No injury or medical intervention was reported.